Event description:
A malfunction alarm was reported by the customer, with a specific malfunction code of malf 12 displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues, which the customer acknowledged.